Event description:
Boston scientific received information that during a non-device related procedure the patient received therapy due to oversensing of noise. One month later at a routine interrogation, the field representative was unable to interrogate the device with multiple programmers. Tones were also unable to be heard upon placement of a magnet. Subsequently the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was noted to have no telemetry and no pacing output. A visual inspection of the device header and case found no anomalies. The device case was removed and the battery voltage was measured. The measured voltage was too low to support device function. No signs of electrical overstress were seen. The battery was then removed from the circuit and an external power supply was attached which yield higher than normal current drain. Further inspection of the circuit found a single point where there was a short causing the battery on the device to deplete earlier than expected. The field allegation of unable to interrogate the device was confirmed by laboratory analysis.